Event description:
Revision surgery to remove cervical disc arthroplasty and replace with fusion treatment.

Manufacturer narrative:
(B)(4). X-ray review indicates vertebral fracture at antero-superior wall of c7 likely resulted in movement of the cervical disc replacement device. Patient reported trauma, which is likely cause for the fracture. Devices at c6/7 and c5/6 were removed for analysis by an external lab per protocol, and fusion treatment applied.